Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately after the implant of this 33mm mechanical valve, prior to testing, the leaflet detached from the pivot. The valve was explanted and replaced with a 31mm mechanical valve of the same model. No additional adverse patient effects were reported. The surgeon believes the size of the valve could have contributed to the detachment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection identified only one leaflet attached to the valve. The reported detached leaflet was not returned. Due to the receipt condition, coaptation could not be determined. There was difficulty noted when pushing the blue actuator through the attached leaflet, due to dried blood on the valve. The attached leaflet was intact with no visible damage such as cracks and/or surface anomalies. Dried blood was noted on the orifice area where the leaflet attaches. Both inflow and outflow valve hinge mechanisms were intact. The inflow and outflow orifices were intact with no visible evidence of damage. The valve was rinsed under tap water and it was verified that the carbon subassembly rotated in the sewing ring. In addition, the attached leaflet opened and closed without difficulty. It was determined by the orientation of the serial number that the "right leaflet" was detached. Without the return of the right leaflet, a detailed evaluation regarding this leaflet could not be performed. There was no evidence that the carbon of the orifice or the left leaflet were damaged. There was no evidence that the right leaflet was forcibly removed as there were no scratches on the right pivot spheres. Conclusion: the device history record (DHR) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Several component critical dimensions (leaflets and orifice) designed to prevent leaflet detachment were re-measured and compared to the original data from the device history record (DHR). The re-measured dimensions were within specification. The critical valve assembly dimension, crown-to-notch, which is part of the design that secures the leaflets and prevents the leaflets falling out, was also re-measured. The critical measurements, as reviewed in the original data and compared to the re-measured orifice data, showed that the measurements were all were within design and manufacturing specification. Based on the visual inspection and dimensional analysis, it was concluded that the device met all applicable manufacturing specifications when released for distribution. In addition, the design of the stiffening ring inserted on the outside of the orifice is intended to maintain the circularity of the orifice, thereby keeping the leaflets in place inside the orifice. After a thorough review of the information received from the facility, manufacturing evaluation, DHR review, as well as review of the existing device design, medtronic could not identify the root cause for the leaflet detachment during implant. User and/or implant techniques could be important contributing factors for leaflet detachment during implant. If information is provided in the future, a supplemental report will be issued.